Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high mcv results that were generated by the coulter lh 500 instrument. Upon data review, it was observed there was a patient sample with low hemoglobin (hgb) of 10.2g/dl and platelet (plt) of 121x10^3 cells/ul. The results were reported out of the lab. Mcv parameter is not a sole determinant; however, hgb and plt parameters are considered sole determinants. The lab questioned the results and the original sample was rerun on a reference instrument in customer's lab. (Printouts from the reference instrument were not provided). The customer then re-tested the original sample on the lh 500 instrument and hgb and plt results matched the results obtained from the reference instrument. These results were considered correct. A corrected report was sent out. There was no death, injury, or change to patient treatment as a result of this event.

Manufacturer narrative:
Qc was run before and after the event was within specifications. The specimen was collected in a bd, 4ml vacutainer. A field service engineer (fse) was dispatched to the customer's lab. Per fse, the lh series diluent was replaced in 2008, prior to the event. The fse informed the customer on the importance of proper reagent mixing prior to use. Per product labeling, on the lh series diluent: "important: if product has been partially or completely frozen, allow product to warm to room temperature. Invert the container 16 times to ensure complete mixing prior to placement on the instrument. Install and prime the diluent as directed in your instrument product manuals and/or online help." A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.